Event description:
Pt admitted to nicu due to being preterm at (B)(6) and respiratory distress. Upon nursing rounds at bedside shift report. Pt's linens noted to be blood soaked. Connection between liver lock cannula and microbore extension set leaking. Blood soaked linen weighed and compared with clean linen, est. Blood loss 13 grams. Neonatologist paged and made aware. Pt had cbc drawn and wnl. No harm to pt.